Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient's left vocal cord is almost paralyzed and this is felt to be related to vns. It was noted that the patient stated the vocal cord paralysis has only been a relatively recent issue, and was not a problem immediately after vns implantation. It was noted that it is felt that the paralysis is related to present vns settings. The patient indicated that her sleep specialist and other physician feel that vns settings should be decreased. The notes indicate that the patient has sleep apnea. Further follow-up revealed that the physician believes that the vocal cord is paralyzed. The physician recommended the patient schedule a consult with an ent. It was reported that the paralysis is exacerbated during active vns stimulation and that stimulation could potentially worsen the patient's apnea during device stimulation. The neurosurgeon recommends reducing device settings to see if the symptoms lessen. No additional relevant information has been received to date.